Event description:
The customer's daughter stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 249 mg/dl. The customer's daughter declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.